Event description:
The manufacturer received information that a trilogy evo was reported to have given a critical error code indicating the external flow sensor failed. No harm or injury was reported. On device evaluation, the external flow sensor failure alarm was confirmed. The external flow sensor requires replacement to address the issue. Additional findings not related to the customer's complaint: the particulate filter was visibly dirty and required replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.